Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from (B)(6) 2015 to (B)(6) 2017. An investigation of the reported event found that the reported malfunction of the slimline 365-fibers was similar to a device malfunction that was alleged to have caused or contributed to a potentially harmful situation. Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2017-00002), this event represents a reportable malfunction. Three (3) reasonable attempts were made to obtain further information about the reported event from the user facility however none was received. Subject fiber had not been returned to manufacturer for product analysis despite the reasonable attempts, thus root cause could not be determined. Although the doctor was able to remove the broken fibers from within the patient and no patient harm had been reported, this event still represents a reportable malfunction.

Event description:
A user facility reported that during a laser procedure two (2) lumenis slimline 365 - fibers had broken in a patient during surgery. It was further reported that both fibers were safely removed from the patient. No report of related injury was received. This MDR is for fiber 2 of 2.